Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. The insulin pump was received with minor scratches on liquid crystal display window, cracked case at display window corners, case at reservoir tube window corner, battery tube threads and belt clip slot.

Event description:
It was reported the customer received a button error alarm. The customer also reported their keypad was unresponsive. The customer's blood glucose was 8 mmol/l. Customer could not recall any significant events leading to the alarm. The customer's insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).